Manufacturer narrative:
This report is based on information provided by philips¿ representative and has been investigated by the philips complaint handling team. Philips received what seemed like a complaint on the dfm100. It was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to the customer only asking to order the following upgrades: spo2 update option (pn: 866260). Nbp upgrade option (pn: 866261). External pacing upgrade option (pn: 866264). There was no device malfunction. This was just a routine service order.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device needs an upgrade. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.